Event description:
On (B)(6), 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6), 2014. The patient manages her diabetes with insulin pump therapy. The patient continued to administer her usual dose of lantus insulin (30 units). That same evening, the reporter stated they were advised by the patient¿s health care professional (hcp) ¿what insulin to give until a new pump arrived.¿ no additional treatment was specified. The patient continued to test her blood glucose with another device and obtained a result of ¿303 mg/dl.¿ the reporter denied the patient developed symptoms due to the reported issue. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the reporter denied the patient developed symptoms. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.